Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up in clinic, an error message was observed. Shortly after the device interrogation started, the error message prompted the user to reboot the programmer. A second programmer was used but the same error occurred. Patient was asymptomatic. Programming changes were made the next day. The patient is in stable condition and will continue to be monitored.